Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A functional assessed was performed and it was determined that the device failed visual inspection due to the bearings being corroded. During the assessment it was found that the device was working according to specification. However, during disassembly, it was observed that the bearings were are corroded, which was most probably the cause for the reported heat during the use. It was further determined that the device failed pretest for general condition. It was further determined that the most probable cause for the defect was normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: concomitant med products and therapy dates: sagittal saw attachment device, (B)(6) 2021. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reference manufacturer report number: 8030965-2021-07891 for report 1 of 2 of the same event. UDI: (B)(4).

Event description:
This is report 2 of 2 of the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that while cutting the bone using the sagittal saw attachment device and the battery handpiece/modular device, it was evident that the motor and head heated up and ended up ¿whipping¿ without the device working anymore. It was reported that the device worked when it was activated in the air; however, when it was placed in contact with the bone, the cut decreased the torque and stopped working. It was reported that there was a thirty-five-minute delay in the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.